Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue

Manufacturer narrative:
Correction h6- medical device problem code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090996.

Event description:
It was reported that patient was unable to enter MRI mode, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.